Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022.the patient stated that the sensor patch did not adhere well and came off early. Initially the skin reaction on the arm consisted of a small red dot at the puncture site which over time became inflamed and worsened despite application of over the counter (otc) betaisodona (povidine iodine) ointment. The area had pus, drainage and burning sensations. The infection was the size of coin. The patient consulted a surgeon on (B)(6) 2022 who incised the wound, removed the pus (debridement), and prescribed oral antibiotics. After the event the patient was in good condition. At the time of the report a follow up appointment with the surgeon was planned but had not occurred. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.